Event description:
It was reported that shortly after this right atrial (ra) lead was implanted, it exhibited loss of capture (loc) during a post-operatory evaluation. A chest x-ray was performed, and it was confirmed this lead dislodged and was located in the ventricle. A revision procedure was performed, and the lead was repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.